Event description:
It was reported that on (B)(6) 2026, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer trevisio sheath during a pfo case. The physician first crossed the septum with a j-wire followed by a multipurpose catheter, and then exchanged this for a stiff non-abbott exchange wire. The physician advanced the 9f trevisio sheath across the septum into the left atrium, after which a 25 mm talisman pfo device was prepared and advanced through the sheath. The left disc was deployed; however, visualization of the disc in the left atrium on tee was difficult. Shortly thereafter, the patient¿s blood pressure decreased from 120/60 to 65/45. A tee assessment revealed a developing pericardial effusion, prompting the physician to perform a pericardiocentesis, during which approximately one liter of fluid was removed and the patient¿s blood pressure subsequently normalized. The physician then re-crossed the septum and deployed the device. It was believed that the exchange wire may have entered the left atrium and contributed to the effusion. The patient was initially stable post-procedure and left the room; however, after time in the pacu, the patient was transferred to the operating room for surgical repair of the effusion.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.